Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 6 false positive results for the flu b target on the alinity m resp-4-plex assay. The suspected samples were reported by the customer as they stated that the curve for the target appears abnormal. The results were not reported outside of the laboratory. There was no impact to patient management reported. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were not available to be reviewed. The runs for all the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lots 525460 and 525309 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The validity of the runs (including meeting assay specification requirements, and no error codes or flags were displayed for the run controls) were verified. Upon review, curve analysis indicates that the amplification curves are showing normal amplification in both baseline and raw data. Review of the customer data did not confirm a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 and 525309. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lots 525460 and 525309 (including the components) were performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lots and their components. Review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 and lot 525309 (including components) did not identify any issues which could result in the reported complaint. The qc sample stage amplification kit masterlot testing met all acceptance and validity specification criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lots 525309 and 525460 was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lots 525460 and 525309. The customer data review verified that the curves for the discrepant results were normal. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lots 525460 and 525309 was not identified.